Event description:
It was reported that during the biopsy, the device was prematurely firing. A coaxial was used. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
A serial number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently under way.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for driver serial number (B)(4) and issue to date. Visual inspection/functional/performance evaluation: per the service and repair facility, evidence of thick debris and deterioration were noted on the inner components. Additionally, the stylet catch release was found to be out of the revised tolerance requirement. The device was difficult to prime in the received condition. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: it is likely that the deterioration and the stylet catch release contributed to the reported event. However, the definitive root cause for the self-activation could not be identified. The investigation is confirmed for failure to prime, as the device was difficult to prime in the as received condition. However, the investigation is inconclusive for self-activation due to the returned sample condition. Corrective/preventative actions have been identified to address self-activation. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both slides are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.